Event description:
It was reported that the patient presented for a follow up in clinic with a right ventricular lead that exhibited failure to capture due to confirmed lead dislodgement. Chest x-ray was performed to confirm lead dislodgement. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were for lead dislodgement and failure to capture. As received, a complete lead was returned in one piece. Visual inspection of the lead found a retracted helix clogged with blood. The full helix extension length was within product specification. The reported event of failure to capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.